Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of lung cancer, while detaching the trachea, some of the staples did not form correctly and the staple line was incomplete distally. The staple line was sutured manually and another handle was used to complete the case.